Manufacturer narrative:
D6b: added explant date

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced significant oozing and a hematoma at the access site. The patient's hemoglobin dropped. A suture and pressure dressing were placed and the patient was transfused multiple units of blood. The patient was in stable condition.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Hematoma/major bleed: the cause of the access site adverse event was user related as bleeding was managed by adding a suture. Device history review: the pump passed all the post sterile inspection checks.